Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat in the proximal left circumflex artery (lcx), from the lcx ostium to the mid lcx. Three low speed treatments were performed. A calcific nodule was present in a tortuous, bent segment in the proximal lcx. During an additional low speed treatment, the oad crown jumped and perforated the proximal lcx. At the same time, the viperwire guide wire fractured at the distal lad. Multiple attempts were made to snare the fractured component, however, the fractured component was unable to be retrieved. Approximately 50 millimeters of wire remained inside the artery. The perforation was managed with a coil. Three stents were placed to complete the procedure. In the physician's opinion, the calcific nodule located at the bend caused the guide wire to fracture. There were no patient complications as a result of the event. The patient was in stable condition. Additional information was received indicating the fractured component was able to be snared a day after the procedure. It was indicated the vessel was not primarily wired with a viperwire guide wire, as it was exchanged and there was difficulty wiring and delivering devices.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported device damaged by another device - caused damage, unintended system movement, perforation of vessels and medical intervention appears to be related to operational context. In this case, it is likely that the device damaged by another device - caused damage, unintended system movement, perforation of vessels and medical intervention is due to the orbital atherectomy device jumping which may have been caused by a calcific nodule that was present in a tortuous, bent segment in the proximal lcx. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional guide wire referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat in the proximal left circumflex artery (lcx), from the lcx ostium to the mid lcx. Three low speed treatments were performed. A calcific nodule was present in a tortuous, bent segment in the proximal lcx. During an additional low speed treatment, the oad crown jumped and perforated the proximal lcx. At the same time, the viperwire guide wire fractured at the distal lad. Multiple attempts were made to snare the fractured component; however, the fractured component was unable to be retrieved. Approximately 50 millimeters of wire remained inside the artery. The perforation was managed with a coil. Three stents were placed to complete the procedure. In the physician's opinion, the calcific nodule located at the bend caused the guide wire to fracture. There were no patient complications as a result of the event. The patient was in stable condition.